Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging that the patient has chronic obstructive pulmonary disease (copd). No medical intervention was specified. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging that the patient has chronic obstructive pulmonary disease (copd). No medical intervention was specified. The dreamstation auto bipap was returned to the manufacturer for investigation. The device was applied power and verified airflow. The secondary findings of this investigation were, modem accessory door panel was missing. P4 dc jack had unknown contamination on it and in it. Brown unknown substance in modem panel door, air output port and air inlet. Brown substance had an odor consistent with tobacco. Brown dust-like contamination also found in the blower. Dust-like contamination and hairs/fibers at the air inlet. Unknown gray residue in the top enclosure, on the blower box and on the ui (user interface) panel. Pca (printed circuit assembly) had potential mineral deposits at various locations, indicating potential water ingress. White and brown dust-like contamination on the top of the blower motor. Unknown brown residue on the inside of the rear panel and air outlet o-ring. Bottom enclosure had dust-like contamination and hairs/fibers in the bottom enclosure. Black contamination, consistent with keratin, at the air outlet of the blower box. Blower motor had many potential mineral deposit stains on it and in it, indicating potential water/liquid ingress. Dust-like contamination and hairs/fibers inside the blower box. Blower box had many potential mineral deposit stains, indicating potential water/liquid ingress. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The investigation confirmed the presence of multiple contaminants that were not consistent with degraded sound abatement foam in the secondary findings and were most likely from an external source. The manufacturer was unable to directly address the symptoms outlined in the complaint. In this report, box d, h has been updated/corrected.